Manufacturer narrative:
Retainer ring = black. Pump received with missing segments due to cracked lcd glass and lcd controller. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.